Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by the user facility, the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. The device was evaluated at olympus france s.a.s. (Ofr). As a result of the evaluation, the device was not damaged, so the device was returned to the user facility without any repair. Olympus medical systems corp. (Omsc) checked the reprocessing information provided by the user facility, but did not obtain any valid information. Therefore, omsc was unable to determine the relevance of the reported event to reprocessing. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, omsc determined that the reported event was less relevant to the device. -aerobic bacteria and enterobacteria were detected in the device as a result of microbiological testing performed after reprocessing by the user facility. However, as a result of microbiological testing performed after ofr reprocessed according to the instruction manual, the same bacteria were not detected in the channel. -no damage was found on the device. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) (ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, yeast (1ufc/endoscope) was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility on august 12, 2021, the sample collected from channels of the device tested positive for aerobic bacteria and enterobacteria (total 19 cfu/180ml) at 30 for 5 days. In addition, microscopic examination and biochemical tests revealed the enterobacter cloacae complex (18 cfu) in the sample.other detailed information such as the reprocessing method was not provided.there was no report of infection associated with this report.